Manufacturer narrative:
Device analysis: a visual inspection was performed. No damage was observed to the injector. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, the needle moved in tandem with the slider knob, and smooth actuation in each angle was observed, which is typical. Slider resistance is not verified since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, the needle moved in tandem with the slider knob, and smooth actuation in each angle was observed during the functionality test. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "slider was stiff in the middle and could not complete the normal operation (broken implant)" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts "slider was stiff in the middle and could not complete the normal operation (broken implant)" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.